Event description:
(B)(4)no additional information received material#: 302832 batch#: 3209747 it was reported by customer that we are a compounding pharmacy at the university of rochester. We received a shipment of 30ml luer-lock tip syringes, lot # 3209747. As you can see from the attached images, we found at least 1 syringe so far that has a brown .substance. Rcc received a complaint via email. Email(s) attached. Hello, we are a compounding pharmacy at the (B)(6) university . We received a shipment of 30ml luer-lock tip syringes, lot # 3209747. As you can see from the attached images, we found at least 1 syringe so far that has a brown substance.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported a syringe had a brown substance. To aid in the investigation, one sample in a sealed packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed. The packaging blister bottom web and the syringe barrel luer are stained with equipment lubricant. The three photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if, after a repair or preventative maintenance, cleaning was not properly completed. A device history record review was completed for provided material number 302832, lot 3209747. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. The sample will be shown to associates for awareness. This defect appears to be occurring below its expected frequency. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact device problem code: a180104 - device contamination with chemical or other material.

Event description:
Material#: 302832 batch#: 3209747. It was reported by customer that we are a compounding pharmacy at the university of rochester. We received a shipment of 30ml luer-lock tip syringes, lot # 3209747. As you can see from the attached images, we found at least 1 syringe so far that has a brown substance. Verbatim rcc received a complaint via email. Email(s) attached. Hello, we are a compounding pharmacy at the university of rochester. We received a shipment of 30ml luer-lock tip syringes, lot # 3209747. As you can see from the attached images, we found at least 1 syringe so far that has a brown substance.